Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately erratic compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation the cca was advised by the patient that at on (B)(6) 2016 at an unspecified time she allegedly obtained an inaccurate high results of "360 and 229 mg/dl" with the subject meter and "70 and 74mg/dl" with another device (ot ultra2), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The patient stated she manages her diabetes with insulin (no-adjustments). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of "sweats, weak and nausea" immediately before the product issue. The patent alleged self-treatment with glucose tablets and juice on an unspecified date/time. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was able to walk through a control solution retest as control solution result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury. In addition, there is no evidence that the subject meter malfunctioned, due to the control solution test being within range.